Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit does not power up. The unit was in clinical at the time the reported issue was discovered however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the power supply and battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service the determination could be made that the device failed to meet specifications. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.